Manufacturer narrative:
The thermogard console was returned to zoll on 17 jun 2018 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
During set-up, the thermogard console ((B)(4)) displayed a tcmid:02 (ce danfoss error) on the display panel screen. No patient involvement.

Manufacturer narrative:
The report of tcmid: 02 (ce danfoss error) error message was confirmed in the event log review of the thermogard console sn (B)(4). The root cause is a defective power supply. Upon visual inspection no physical damage was observed. During initial functional testing, the console did not power on. The console's power supply tripped all the fuses. Upon replacement of the power supply, the console was further tested to full specification. The event log review revealed tcmid: 02 error confirming the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4).